Manufacturer narrative:
Concomtiant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3998, lot# v019569, implanted: (B)(6) 2007, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).

Event description:
The patient who was implanted for radiculopathy reported she thought her device had stopped working and wasn't working as it should because she had a return of symptoms, a lot more back pain, and a loss of therapy starting in september. The patient programmer (pp) was used to sync with the implantable neurostimulator (ins) which showed stimulation was on. The patient was on program e and on 6.1 volts. Stimulation was increased to 6.40 volts. It was noted the ins had 1/8 of its battery left. The healthcare provider (hcp) later reported the program was changed to resolve the patient's return of symptoms, but the patient's symptoms had only been partially resolved. The cause of the patient's return of symptoms was not determined.